Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complained of diaphragmatic stimulation. X-ray verified that the left ventricular (lv) lead lead had dislodged with no capture. An invasive procedure was performed and a new lv lead was implanted. No additional adverse patient effects were reported.